Event description:
It was reported that the pt complains of pain in groin, thigh, and knee that is sometimes severe.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.